Event description:
The customer reported that they had two patients who had come into the hospital at the same time, one had a fetal demise. The patient with the fetal demise was put in the wrong room by mistake.

Manufacturer narrative:
The customer reported that they had two patients come in at the same time, one had a fetal demise. The patient with the fetal demise was put in the wrong room by mistake. Both mothers were monitored using philips monitors and the patient data was archived using a philips obtv database. As soon as the mistake was realized, the patient with the fetal demise was transferred to the correct room. The record in the obtv database now has several minutes of fetal heart rate tracing but the baby was not born alive. The customer requested that there should be a way to separate this tracing from the patient's record. The customer did confirm that they made an administrative mistake. The issue would have been immediately obvious to the customer had they checked to ensure that the patient data matched the room and the connected fetal monitor. The ob tracevue client pc automatically recognizes when a fetal monitor is attached to one of its communication (com) ports. However, you must program the device to determine which bed the fetal monitor is monitoring. Please note, the trace on the fetal monitor would show the correct trace. The fetal monitor printout is the primary documentation of the delivery. Based on the available information, the obtv device worked as specified and this issue will not be considered a device malfunction. This customer report did not allege any malfunction. It is considered to be an enhancement request to include a functionality to extract wrong tracings out of a record. There was no impact of this user error on real-time monitoring. Philips labeling (instructions for use) adequately describes how to operate obtv and the fetal monitor. No further investigation or action is warranted. (B)(4).